Manufacturer narrative:
The complaint catheter was received. The catheter is bloody, so numed questioned whether or not it was used on a patient. Initially the report had it as being ruptured during pre-dilatation testing. It was confirmed that the catheter was in the patient when the physician partially inflated the balloon and it burst. There is a longitudinal tear in the balloon . The cause of the balloon burst could not be identified through microscopic inspection. A comparative catheter was pulled and tested for rated burst pressure. It was the same size as the complaint catheter, but a different lot number. The balloon was immersed in a body temperature bath and inflated until failure. The balloon burst at 10 atm, which is more than the labeled rated burst pressure of 6 atm. All catheters are leak tested at final qc. The device history records were reviewed and all catheters met all acceptance criteria prior to release. No issues were found with the DHR review. This catheter was being used off label for aortic angioplasty. This device is only approved for pediatric percutaneous transluminal valvuloplasty.

Event description:
As per the report from the user facility / distributor - pre-dilatation balloon test with contrast burst the balloon. The indication the physician was using the balloon for: coarctation of the aorta / angioplasty. An inflation device with pressure gauge was used. A 4 fr introducer sheath was used. The catheter shaft was not kinked. A 6mm tyshak mini was used to complete the procedure without incident. The balloon ruptured longitudinally and below nominal: 1-2 rbp.